Event description:
It was reported to tyco/kendall healthcare on 03/19/07 that a customer had a problem with the single lumen PICC. The customer reports "extravasation into the lungs, an x-ray was done several days prior to this extravasation into the lungs and it did not appear at that time that, the PICC had migrated. The pt appeared acidotic and was originally misdiagnosed with pneumonia. A second clinician examined the infant and diagnosed the infant with extravasation into the lungs. The infant required a thoracentesis and had lipids in his pleural cavity."

Manufacturer narrative:
Spoke with customer on 04/03/2007, who reports that the sample used in the described alleged incident has been discarded and will not be returned for evaluation. An investigation is currently underway upon completion the results will be forwarded.